Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic for routine follow up in backup vvi. A device download was successfully performed. No further information.